Event description:
Hello! Please verify with ts regarding the product line to update to the appropriate product category per tsg-111111 as unexpected cgm app shut-off is normally associated with the mobile app. Thank you!

Manufacturer narrative:
(B)(4).